Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Without the availability of the sample, the reported issue cannot be confirmed. A lot history review was performed. There were two other complaints associated with this lot. Each file reports a dialyzer blood leak where a sample was not provided. The manufacturing production record for the reported lot was also reviewed. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred within a few minutes of beginning a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The leak was confirmed to be internal and visible. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.